Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer 3 pocket b1 and c1 failed to open. As per part investigation, it was determined that during installation of the cubie pockets the last row did not detect 3 cubie pockets installed. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which located 2 similar complaint(s) with the same failure mode for this serial number. Case (B)(6): d - es station: cubie failed to release and cannot be recovered. Case (B)(6): es - cubie is not releasing. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the failed drawer was confirmed by fse. According to work order (wo) 02030547: the field service engineer (fse) reported that drawer 3 has multiple cubbies failures that will not recover despite changing all available parts for this legacy fh cubie drawer. Replaced drawer with new drawer. New drawer and all cubies working great. Had customer login and confirm that everything is working correctly. No visible damage was found during the inspection. During laboratory testing a hta test on the fh drawer was performed, during installation of the cubie pockets the last row did not detect 3 cubie pockets installed. The cubie tray was replaced with a known-good unit, and the cubies were successfully detected. Cubie tray row board was observed with signs of fluid ingress during internal inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the failed drawer was due to fluid ingress damaged on a cubie tray row board.